Event description:
It was reported that the iab was being inserted during an emergency situation, when blood began leaking out of the introducer. An attempt was made to insert the iab through the introducer even though blood was leaking, but the attempt was unsuccessful. A second insertion was made using another introducer and iab. There were no pt complications.